Event description:
A patient service representative (psr) contacted zoll customer support while fitting an (B)(6) old male patient to report that the battery would not communicate to the monitor or charger. The patient was fit with a new battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery does not communicate with charger or monitor) has been confirmed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have defective cells with a low output voltage of 1.76 v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.